Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and there was moisture in the battery compartment. The pump failed a leak test at the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged.